Event description:
It was reported that during an implantable pulse generator (ipg) change out procedure, the proximal end of the right atrial (ra) lead fell apart when the lead was disconnected from the ipg. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: kdr933 implantable pulse generator (ipg) implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.